Event description:
It was reported that during a knee procedure, when the surgeon went to open the implant, it was noted the sterile packaging was already opened. No further information is available at this time.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.